Event description:
The doctor has had problems with the atrial lead either in performace or placement. He has replaced the lead once and has referred the pt to a dr. To have another artrial lead implanted. The doctor suspected the eas system caused atrial oversensing, which he considered not as bad as ventricle oversensing which could have resulted in inhibition.